Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of pre-operative CT scans and post-operative x-rays. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. For this part (76-2602) and the previous one year (from the notification date), there is a complaint rate of 0.032% which is no greater than the occurrence listed in the application fmea. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. The product was implanted between (B)(6) 2017 and (B)(6) 2017. The therapy date was between (B)(6) 2017 and (B)(6) 2017. The user facility is foreign; therefore a facility medwatch report will not be available.

Event description:
It was reported that a plate which was fixated to the patient's seventh rib fractured post-implantation. No adverse events have been reported as a result of the malfunction.